Event description:
A clip got broken at loading during a laparoscopic colectomy. Therefore, a new cartridge was opened to complete the procedure. According to the user it was unknown whether the clip had been broken before loading or it got broken due to his/her loading method, however, he/she could load a clip from another cartridge without problem. No reported patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73f2100386 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The customer returned one unit 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with 3 clip halves remaining in three different slots in the cartridge. There were 2 pierced boss halves and 1 hook half. Additionally, the lid stock and one loose clip that was broken in half at the hinge were also returned. The cartridge and broken clips were visually examined with and without magnification. Visual examination revealed that the clips were all broken in half at the hinge. The clips breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The clips were all broken in half at the hinge during loading. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. The customer returned the cartridge with 3 broken clip halves in the cartridge from 3 different clips and one loose clip that was broken. All of the clips were broken in half at the hinge during loading. The clips breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
A clip got broken at loading during a laparoscopic colectomy. Therefore, a new cartridge was opened to complete the procedure. According to the user it was unknown whether the clip had been broken before loading or it got broken due to his/her loading method, however, he/she could load a clip from another cartridge without problem. No reported patient injury.